Event description:
It was reported the patient received four inappropriate shocks. A lead fracture was originally suspected, but the egms indicated there may be a source of emi (electromagnetic interference) on the lead that could have caused the shocks. There was a question of possible current leakage in a mobile home the patient was staying in. It was further reported that there was a possible header "defect". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient received four inappropriate shocks. A lead fracture was originally suspected, but the egms indicated there may be a source of emi (electromagnetic interference) on the lead that could have caused the shocks. There was a question of possible current leakage in a mobile home the patient was staying in. The rv lead was capped and the ICD was explanted and replaced. It was further reported that there was a possible header "defect" and inappropriate sensing on the ventricular lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: it was reported that upon analysis of (B)(4) hybrid - shorting, low resistance, there was noise/interference and continuous noise during recent vf episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
(B) (4)